Event description:
It was reported that a high, out-of-range shock impedance measurement (>200 ohms) was noted from this right ventricular (rv) lead. A lead conductor fracture was suspected, and thorough in-clinic integrity testing was recommended to assess the lead integrity prior potential surgical intervention. Recently, the physician surgically capped and abandoned this lead, and a new rv lead was subsequently implanted to resolve the event. No additional adverse patient effects were reported. This rv lead remains implanted, but capped and out-of-service.

Event description:
It was reported that a high, out-of-range shock impedance measurement (>200 ohms) was noted from this right ventricular (rv) lead. A lead conductor fracture was suspected, and thorough in-clinic integrity testing was recommended to assess the lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.